Manufacturer narrative:
Pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corner, minor scratched display window and loose/shifted end cap sticker. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose and their insulin pump was damaged. The customer¿s blood glucose level was 77 to 550 mg/dl. The customer states that she was now taping the bottom of her pump, the lining came off. The customer reports the drive support cap was loose. Troubleshooting was performed for damage and noticed the pump is cracked on top of reservoir compartment. The insulin pump will be returned for analysis.